Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Prior to elective replacement procedure, episodes of undersensing were noted on the device. Technical support was contacted and recommended device reprogramming. The device explanted and replaced, the replacement device was reprogrammed to technical supports recommendations to resolve the event. The patient was stable with no consequences.